Event description:
It has been reported that 6 bd nexiva with bd connecta and bd q-syte leaks blood at the valve from which the needle is withdrawn. This is 2 of 2 related events. The following has been provided by the initial reporter: the cannula sometimes leaks blood at the valve from which the needle is withdrawn.

Manufacturer narrative:
Additional reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It has been reported that 6 bd nexiva with bd connecta and bd q-syte leaks blood at the valve from which the needle is withdrawn. This is 2 of 2 related events. The following has been provided by the initial reporter: the cannula sometimes leaks blood at the valve from which the needle is withdrawn.